Event description:
Reference manufacturer number: 1627487-2021-01514. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Manufacturer narrative:
Allegation was unable to be confirmed or not confirmed (unable to determine from information available.) Analysis conclusion: DHR review of manufacturing and packaging (40, 45 and 65-level production order) was completed and no discrepancies or anomalies were detected. It was determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, ipg was conforming to all applicable acceptance criteria for each level build. During the manufacturing (40- and 45-level) and packaging process (65-level) a functional auto test is performed on each ipg. As part of this test, the ipg communicates with the test system to complete the functional test.

Event description:
It was reported that the patient had their charging system replaced with a low energy charging system and the pocket heating while charging resolved.